Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced both hyperglycemia and hypoglycemia and chronic obstructive pulmonary disease(copd). The customer has taken iron infusions, cancer drugs. The customer reported high blood glucose value of 389 mg/dl. The customer was treated hypreglycemia event with insulin pump. The customer was treated hypoglycemia event with glucagon shot. The event involved product(s) mmt-1884, mmt-332a, mmt-368a. Troubleshooting was partially performed for hyperglycemia and it was unknown whether the customer had been using the auto mode/smartguard feature at the time of the event. Customer has bot been using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for low blood glucose and the customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884, mmt-332a, mmt-368a were requested for return.